Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429688 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that patient received inappropriate shocks during an atrial tachycardia/atrial fibrillation (at/af) episode with rapid ventricular response (rvr). The device remains in use. No further patient complications have been reported as a result of this event.